Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customers blood glucose level. Reportedly, the issue occurred during training. It was indicated that the customer would use manual injections as alternate insulin therapy.